Event description:
It was reported that bilateral tka was performed on (B)(6) 2020. For the left knee, when burring tibial bone by speed mode, the error message was displayed and the burring was stopped. Burring was started the anterior to posterior. It was not reported what the exact message (or error code) was displayed on the screen. After that, registration/homing were required, then turned to bone removal mode. The error message was displayed and burring was stopped again, although tibial bone was not removed fully. Finally, the doctor removed the tibial bone manually. There was 30 minutes delay to complete removal of the tibial bone. No other complications were reported.